Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a planned device change, an externalization was found on the rv lead. The lead was electrically normal and will remain in use. The condition of the patient was stable.